Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 40-60 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. On one occasion, the customer required assistance and was provided cereal and juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.